Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and successfully tested the unit without exception, but observed the autofill failure in the iabp log files. The stm discovered that the unit failed the pressure regulator calibration with an output below specification, and to correct the issue, replaced the scroll compressor, vacuum filter, and pressure filter. Unrelated to the reported issue, the tidal disk was replaced due to the fact that it was at the four (4) year interval. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was released to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an autofill failure. It was noted that the balloon inflated at first, followed by the autofill failure. The iabp unit was swapped out with another iabp unit to continue therapy without issue. There was no patient harm and no adverse event was reported.